Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, there was a hole in the bag of the device. Post op, a fragment of the device was discovered to be removed from the patient's cavity by the suction machine.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led, an evaluation one endo catch* ii 15mm specimen pouch opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon visual examination, it was noted that the bag was partially disengaged from the metal ring. The bag was un-cinched and folded. The metal ring had plastic remnant on it and the black shrink tubing was intact. The green pull ring was still seated in the handle. The plunger and metal ring advanced and retracted properly. The bag was fully cinched without difficulty. Visual and functional testing of the returned product confirmed the product did not meet specifications. These conditions suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.